Event description:
Boston scientific received information that this product may be part of a system revision due to infection. The disposition of this lead is unknown at this time. There were no additional adverse effects reported.

Manufacturer narrative:
Disposition of lead is unknown at this time. Request for additional information has been made. This investigation will be updated should further information be provided.